Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was explanted due to it having an insulation breach, which resulted in noise oversensing with pacing inhibition. The patient suffered a pericardial effusion and has fully recovered. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.